Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the ins was explanted on (B)(6) 2025 and the outcome was resolved without sequelae the same day.

Manufacturer narrative:
G2. Foreign: ca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was reporting that they were finding that the device is not helping their pain and they have significant discomfort at the implant site. A lack of efficacy was noted. Upon reviewing the programming, the site believed there is room to try more programming, however the patient reported that they would like to have the device explanted as the implant site was uncomfortable. Etiology noted a possible relationship of the event to the device/therapy and no relationship to the implant procedure. Regarding interventions, it was noted the patient was booked for explant. The event was ongoing.